Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5106520) on 04-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('she starting experiencing extreme constant abdominal pain, the pain was sharp and shooting') in a female patient who had essure inserted. In 2014, the patient had essure inserted. On (B)(6) 2020, the patient experienced abdominal pain (seriousness criterion medically significant). At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: patient stated the pain was sharp and shooting and she is unable to work, drive, perform daily activities, or some days even get out of bed. Patient stated she has tried to change her lifestyle to work around the pain, but it affects her daily ability to move. Other serious or important medical event mentioned but not specified to any event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5106520) on 04-feb-2022. The most recent information was received on 15-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('she starting experiencing extreme constant abdominal pain, the pain was sharp and shooting') in a female patient who had essure inserted. In 2014, the patient had essure inserted. On (B)(6) 2020, the patient experienced abdominal pain (seriousness criterion medically significant). At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: patient stated the pain was sharp and shooting and she is unable to work, drive, perform daily activities, or some days even get out of bed. Patient stated she has tried to change her lifestyle to work around the pain, but it affects her daily ability to move. Other serious or important medical event mentioned but not specified to any event. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-feb-2022: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.